Event description:
During a surgical procedure unrelated to inspire therapy the surgeon observed that the sensing lead, implanted 2.5 years earlier, was placed in the pleural space. There is no patient injury and the therapy is working well, but it appears that the patient experienced a self healing pneumothorax during the implant procedure.